Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, 1 unused companion samples were returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were performed on all samples with no issues noted. The cassette was used with a test homechoice device and no problems were identified during the simulated use. The reported issue was unable to be confirmed and the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Companion samples from the affected lot are reported to be available for evaluation. If the samples are received or additional relevant information becomes available, a supplemental report will be submitted.